Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that the circumstance that led to the stimulation in the wrong location was a change in programming. The patient noted it was painful in the low back and on the left side of torso and to the vagina but that it had been resolved. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported the patient was having constant, back-like nerve pressure, and that it went down from their stomach into their "lady parts." The patient connected to the implant while on the call and they were on program 1 at 2.5 v with the stimulation turned off. The patient stated they didn't think they accidentally. The patient increased the stimulation to 2.7 v to a comfortable level on program 1. The patient noted they felt "a little pressure from the device," and when asked, the patient clarified it was not uncomfortable. The patient was going to follow up with their health care physician (hcp). Additional information was received and it was reported that the patient's doctor told them to go ahead and change the program. Patient changed from program 1 at 2.7v to program 2 at 0.6v. Patient saw low batteries message on their programmer during troubleshooting, so they changed batteries. Patient was to monitor symptoms not that a change was made. Additional information was received and it was reported that the reason for the call was that the patient said that was going to be their 2nd change. Patient said their hcp told them to keep contacting patient services until they felt better. Patient said what they were feeling at the time of the call was horrendous, it was pressure from the left side of their back all the way down to their belly button in the front. Patient said it started sunday gradually they felt it as they were leaving somebody's house and by the time they got home it was a bugger. Patient then turned stimulation off which stopped the sensation. Patient said they turned stimulation off that morning and they still had some discomfort, however not as much as they did. Patient said it had gotten so bad they started walking with a cane. Patient said they had been on program 2 at 0.6, but yesterday they had decreased to 0.4 but day of all they turned it all the way off. They had a difficult time trying to maneuver out of bed. Patient services worked with patient and their programmer. Patient was on program 2 at 0.3 with stimulation off. Patient was successfully to try program 3 and increased to 0.3 where patient said they felt stimulation in their butt cheek where the ins was. Patient was then successful to try program 4 and increased to 1.0, patient said that caused pressure in their butt cheek, decreased to 0.8 and patient thinks they could live with that. Patient also reported they felt stimulation in their pelvic floor when sitting. Patient services reviewed basic therapy information. There were no further complications reported.